Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s current blood glucose level was 408 mg/dl. Customer experienced headache due to high blood glucose level. Customer did not feel okay to troubleshoot for high blood glucose event. It was unknown if customer was using auto mode or not at the time of the incident. Customer stated that the insulin pump was not detecting the new inserted sensor. The insulin pump will not be returned for analysis.